Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed with broken occluder feet noted and no whitish spot on the occluder leg that would indicate possible over-torquing. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder feet noted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy, the issue was observed from a transfer set during use. It was noted that liquid could not be stopped even after closing the clamp. There was no use of additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.